Event description:
During a patient chart review, following a superior vena cava stenting treatment procedure, wallstent deployment difficulties were encountered during the procedure. The original procedure note transcription indicates that the physician used a 12f introducer sheath for vascular access deliver a 24 mm x 70 mm wallstent. The wallstent delivery catheter was advanced through the common guidewire, however the stent catheter would not advance through the common iliac vein due to meeting resistance. The initial introducer sheath was exchanged to a long 12f sheath, which was advanced into the superior vena cava without difficulty. The wallstent was then successfully delivered through this sheath. The radiologist had to "push and pull and twist the catheter to eventually dislodge the catheter from the wallstent." During this process, the wallstent dislodged in an inferior direction and was subsequently deployed partially below the stricture and partially through the area of stricture. It was determined that deployment location did not successfully stent the area of stricture. A balloon was delivered to the upper aspect of the wallstent in an attempt to reposition it but it was unsuccessful. A larger stent was not available, so the radiologist consulted with his peers regarding additional intervention. The radiologist determined that the position of the stent would probably not allow recovery and repositioning of the stent with a snare, and that blood flow through and around the stent was sufficient, therefore additional intervention would not be attempted. The wallstent remains implanted in the patient's body. No patient injuries or complications were reported. It is noted that a recent CT scan indicated that the stent is still in its original position; therefore, no further treatment was performed. No add'l info is available regarding current pt status.